Manufacturer narrative:
The returned fibula rod locking bolt was examined under magnification. The fracture surfaces of both halves on the locking bolt had a few fatigue lines and transitioned to a brittle oblique fracture pattern. The fracture occurred at the transition from the .375 diameter to the .165 diameter. There are scratch marks on the smaller diameter portion of the locking bolt.

Event description:
A surgeon was attempting to remove a fibula rod from the canal by hitting the locking blot on the targeting guide with a mallet. The locking bolt broke but no parts remained in the patient. The nail was left in place. There was a 20 minute delay in surgery.